Manufacturer narrative:
Manufacturer's investigation conclusion: device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on 04mar2019. The reported event of backup battery fault and driveline power fault was confirmed with the submitted log file. The log file captured driveline power fault and backup battery fault was active for all events. The driveline power fault was related to a power a broken. The backup battery fault was related to an ebb circuit fault. The system operated within the low speed limit (4,800 rpm) and the stored patient speed (5,000 rpm) during all the events. Additional information received indicated the system controller was exchanged, which resolved the alarm. No product will be returned for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(4)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Incidental findings: additional information indicated a potential fluid ingress related issue. The fluid ingress issue could not be determined through this evaluation. Heartmate 3 patient handbook section 6, entitled ¿caring for the equipment¿, addresses the cleaning and caring for the equipment that include cautions regarding submersion of the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. In section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including driveline power fault and backup battery fault alarm indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ the patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a driveline power fault and backup battery fault. The patient reported to have gotten into a bathtub and the bottom of their controller got wet. Upon log file review, multiple drive line power fault alarms were noted in addition to backup battery faults. The controller was exchanged when water was found in the backup battery compartment. The controller exchange resolved both alarms. The driveline power fault did not reappear. The patient was discharged and has not reported any further problems. The patient had no symptoms prior to controller exchange and no product will be returned for evaluation.